Manufacturer narrative:
3/4/2026 - we were notified of a customer who informed that a patient had a capsule retained due to ileal stenosis. The capsule was reported to be in the ileum unable to pass. The physician was going to prescribe a medication course for the patient to relieve the stenosis. Frm-0089d capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2026 -the customer stated that the ingestion was done on (B)(6) 2026, however, the capsule was not excreted by on (B)(6) 2026, which led them to think it was retained. Based on this, the physician decided to do a double balloon enteroscopy (dbe) in attempt to locate and retrieve the retained capsule. On (B)(6) 2026, the double balloon was performed, but upon locating the capsule and reaching the ileocecal valve, a severe stricture was identified, which made it difficult to advance the dbe scope through the narrowed segment. The physician subsequently attempted the procedure again using the complete dbe setup with over tube and full balloon inflation under fluoroscopic guidance. With this approach, he was able to successfully pass through the stricture and proceed further in search of the capsule. As the physician was advancing through the bowel, they found a segment of the bowel was observed to contain multiple nodular and ulcerative lesions clustered near a sharp angulation. Based on this result and radiological findings, the physician suspected intestinal tuberculosis (tb) involving the ileum. Therefore, they treated the patient for the tb to relieve the stricture and to help the capsule pass naturally. Finally, on (B)(6) 2026, a follow-up xray confirmed the capsule was naturally excreted. On (B)(6) 2026 - completed frm-0089d was received indicating that the patient was stable and doing fine. Since the capsule retention was due to the patients preexisting condition, and capsule retention is described in the IFU under warnings, this complaint will be closed.

Event description:
3/4/2026 - we were notified of a customer who informed that a patient had a capsule retained due to ileal stenosis. The capsule was reported to be in the ileum unable to pass. The physician was going to prescribe a medication course for the patient to relieve the stenosis. Frm-0089d capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2026 -the customer stated that the ingestion was done on (B)(6) 2026, however, the capsule was not excreted by on (B)(6) 2026, which led them to think it was retained. Based on this, the physician decided to do a double balloon enteroscopy (dbe) in attempt to locate and retrieve the retained capsule. On (B)(6) 2026, the double balloon was performed, but upon locating the capsule and reaching the ileocecal valve, a severe stricture was identified, which made it difficult to advance the dbe scope through the narrowed segment. The physician subsequently attempted the procedure again using the complete dbe setup with over tube and full balloon inflation under fluoroscopic guidance. With this approach, he was able to successfully pass through the stricture and proceed further in search of the capsule. As the physician was advancing through the bowel, they found a segment of the bowel was observed to contain multiple nodular and ulcerative lesions clustered near a sharp angulation. Based on this result and radiological findings, the physician suspected intestinal tuberculosis (tb) involving the ileum. Therefore, they treated the patient for the tb to relieve the stricture and to help the capsule pass naturally. Finally, on (B)(6) 2026, a follow-up xray confirmed the capsule was naturally excreted. On (B)(6) 2026 - completed frm-0089d was received indicating that the patient was stable and doing fine. Since the capsule retention was due to the patients preexisting condition, and capsule retention is described in the IFU under warnings, this complaint will be closed.